Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7075578.

Event description:
It was reported that the patient was experiencing uncomfortable rib stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned as they were kept by the medical facility.